Manufacturer narrative:
Device was used for treatment, not diagnosis (B)(4). Not implanted or explanted, another screw was used to complete the procedure. Device is not expected to be returned for manufacturer review/investigation. (B)(4) review of the complaint histories shows similar events that contributed to serious injury in the past. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, during a trochanteric fixation nail (tfn) procedure on a left hip, the aiming arm was not aligned properly, causing the misalignment of the screw with the nail. The surgeon freehanded the drill bit to get the proper alignment, causing a delay was 3-4 minutes. The surgery was completed successfully using an additional second distal screw to help stabilize the fracture. There was no difficulty implanting the blade. The surgeon stated he believes that the misalignment occurred because the aiming arm bent. This complaint involves two devices. Concomitant devices: instruments: 11.0mm/8.0mm protection sleeve 188mm for asls: part # 03.025.040, lot # 7638829, quantity 1; 8.0mm/4.2mm drill sleeve 200mm: part # 03.010.065, lot # 8121978, quantity 1; 4.2mm trocar 210mm: part # 03.010.070, lot # 8034680, quantity 1; insertion handle f/trochanteric fixation nails part # 357.411, lot # 5500333, quantity 1. Implants: 5.0mm ti locking screw w/t25 stardrive 38mm for im nails part # 04.005.528, lot # unknown, quantity 1 (this refers to the second locking screw that functioned correctly.); 11mm/130 degree ti cann troch fixation nail 170mm - sterile: part # 456.318s, lot # h065737, quantity 1. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Correction: based upon the reported event, only a product problem has been assessed. The ¿adverse event¿ and ¿required intervention¿ were selected in error. The complainant part was not explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.